Event description:
It was reported that during multiple biopsy procedures, there was a rattling noise heard before priming the device. There was no patient involvement.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The first sample was returned with the arrow visible in the ready window, thus indicating the device was in the ¿ready to fire state¿ with the stylet and cannula retracted (primed). The firing trigger was pressed and both the cannula and stylet advanced with resistance. The device could not be primed again. The device was disassembled and the cannula nad stylet tangs were found to be broken. The investigation is confirmed for a break, as the cannula hubs were found to be broken. The investigation is also confirmed for device inoperable, as the returned samples could not be functionally tested due to broken hubs. The root cause for this event was determined to be supplier related due to over-processed resin. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.